Manufacturer narrative:
Device was discarded and not returned for additional evaluation or investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. As the device was discarded, additional physical investigation was not able to be performed. As this is the case, no definitive root cause was able to be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a patient that encountered an underinfusion volume discrepancy. Initially, it was stated that the patient underwent a dye study due to "poor flow" and lack of pain relief. Around a month later, the patient had a catheter revision surgery performed that was captured through MDR 3010079947-2020-00271. The patient still alleged a lack of pain relief and subsequently had their medication dosage increased. Approximately a month after their dosage increase, an underinfusion volume discrepancy was observed in which the expected volume was 14.037ml and the actual aspirated volume was 20ml. During additional communication with the cs it was confirmed that a cap study was performed and confirmed that the catheter "appeared ok". The doctor also was able to hear the pump valves opening and shutting. It was later confirmed that the patient planned to have their pump replaced and to go back to a medtronic pump. Representative covering the issue confirmed that the patient was still alleging lack of pain relief and volume discrepancies were still being observed. Later communication confirmed that the patient's pump was replaced and discarded.